Manufacturer narrative:
(B)(4). Date sent: 08/21/2025. D4: batch #c9dx77. Corrected data: d4 (UDI, expiration date), h4). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with a gst60g reload present. The reload was received fully fired. Additionally, photos were provided and they showed tissue with a staple line. However, some malformed staples were observed along the staple line. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. No malformed staples were observed. The device event log was reviewed. The log indicates that no suspect power cycles were noted. Although the cause of the reported incident could not be determined, proper use of the endo linear cutters echelon 3000 is important to ensure functionality. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review ==> a manufacturing record evaluation was performed for the finished device batch number c9dx77, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 08/01/2025. D4: batch #unk. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished ech60l, with lot/batch number a98611, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure; it was observed that the staple did not formed a b at the first firing. They kept using the stapler and it fired the second time. There was no patient consequence nor surgical delay reported. No additional information provided.